Manufacturer narrative:
(B)(6). The device was received for evaluation without a pouch and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included self-testing, priming, and underwater pressure testing, with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air leakage in a homechoice automated pd set with cassette. This event occurred during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.